Event description:
The customer reported that alarms did not sound for a telemetry unit.

Manufacturer narrative:
The customer reported that alarms did not sound for this telemetry unit. The patient was in critical medical condition and was "dnr", per the technicians at the hospital. While there is no evidence to support that a device malfunction occurred, the preliminary investigation supports that red alarms occurred for a patient over a period of time that were acknowledged by the clinical staff. Given the dnr status of this patient, the therapy provided will not be considered as a factor in this patient's death. The use of this monitor for a non-ambulatory patient is outside the intended use, per the product labeling (instructions for use). Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.